Event description:
The initial reporter alleged a non-reproducible false-negative result for a patient sample tested with the hiv duo elecsys e2g 300 v2 assay on a cobas e 801 analytical unit. The initial test result for the sample was non-reactive. The sample was processed pre-analytically as an aliquot. The customer repeated the test on the same instrument, manually loading the aliquot, and obtained a reactive result. Confirmation testing was performed, which yielded a positive result. Specific cut-off index (coi) values and the method of confirmation testing were not provided.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit with serial number (B)(6). The investigation determined that the elecsys hiv duo assay performed within specifications. A general reagent issue was not identified, as quality control data prior to the event were within the expected ranges. The analysis of instrument data revealed sample foam and clot detection errors, which are indicative of potential sample quality issues. However, due to limited pre-analytical information, a definitive root cause for the non-reproducible false-negative result could not be established. The available information suggests a possible pre-analytical handling issue. The instrument was verified to be operational following service checks and testing. No further actions were deemed necessary.